Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # a98e7p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with two gst60g reloads present. The reload (b) was received fully fired with no apparent damage. The reload (c) was received fully fired and with damage on reload deck and the knife channel. The damage to the reload is consistent with the device being clamped over a hard object and it is possible that the knife may push the staple line and tissue forward shaving the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. A review of the event log showed that the device was fired for 2 complete transections in a clinical setting. The first firing lasted for 1.3 minutes, the second firing lasted for 1.7 minutes, longer than a normal firings. As, the event log was corrupted, some lines could not be interpreted. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to down load the event log. However, this is not related to the event description, no conclusion could be reached as to what may have caused this condition. Additionally, photos were provided and they showed tissue with a staple line and slightly bleeding was noted along staple line. However, due to tissue on staples line proper/improper form of staples cannot be determined. The battery pack was sent to cincinnati for additional evaluation, upon arrival in cincinnati pi lab the battery pack was received with no apparent damage. Further analysis showed that the battery pack measured less than 3v when connected to the device. In open-circuit conditions, the two battery groups show a voltage imbalance; when connected together, the voltage drops even further. In addition, it was confirmed that the battery groups (pairs) are correctly configured and soldered, with no polarity reversal. No conclusion could be reached as to what may have caused this condition. Is it possible that the unusual sounds reported could have been do to the condition of the battery pack. Based on testing of the returned battery, the most likely root cause is a sudden voltage collapse in the battery pack due to an internal battery defect that only manifests under load. This consistent with observed behavior of inability to reproduce the same field behavior with a non-field battery pack. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98e7p, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 2/25/2026. D4 batch #a98e7p. Corrected data d4: UDI#. Additional information was requested, and the following was obtained: what was the indication for the temporary colostomy? Did anyone in the room remove the manual override door prior to device use? Did the patient have chemo or radiation before surgery? 1. Unknown. 2. Unknown, very doubtful. 3. The patient did not have any radiation or chemotherapy. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with two gst60g reloads present. The reload (b) was received fully fired with no apparent damage. The reload (c) was received fully fired and with damage on reload deck. In addition, the reload was found to have damaged on the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. A review of the event log showed that the device was fired for 2 complete transections in a clinical setting. Additionally, photos were provided and they showed tissue with a staple line and slightly bleeding was noted along staple line. However, due to tissue on staples line proper/improper form of staples cannot be determined. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98e7p, and no non-conformances were identified.

Event description:
It was reported that during a rectum procedure they were crossing bowel using a 3000 with a green reload. The stapler was able to compress properly. But when they were getting ready to fire it, it just sounded like the gears were turning. It was making a sound like it was trying to advance the knife, but it just took about 2 to 2 1/2 minutes. Once the sound stopped, they took the stapler out and surgeon thought it looked good. The nurses did ask at that time if surgeon wanted another stapler and the answer was no. They then proceeded to give the surgeon a second reload. And it happened again. And that¿s when I walked into the room. So when you look at the staple line, it doesn¿t look like the staples actually close together. Because of that we did open a brand new stapler with a new reload. After reviewing the staple line, surgeon was not happy with it so the patient is gonna need a temporary colostomy, which is unfortunate. The patient is on a temporary colostomy bag. Product concern: stapler misfire - item making unusual sound & firing slowly (over 3 minutes) - unspent and malformed staples still in cartridge.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for the temporary colostomy? Did anyone in the room remove the manual override door prior to device use? Did the patient have chemo or radiation before surgery? Additional information received: rectal cancer dissection went well prep echelon with green reload closed fine on tissue. Firing sequence initiated, went well at first. During firing, while holding the trigger, the bladed stopped. The blade resume it course then stopped. Multiple ¿pulse firings¿ occurred, all while the surgeon was still holding the trigger when the blade reached the end of the jaws, it came back, no issue there. Fired a second reload, same thing happened. Changed guns, worked perfectly fine. After third firing, the staple line was inspected. The line of the third firing was perfect. The first two has areas where some staples were not formed or malformed. Some staples were sticking out of the tissue. A leak test was performed with air. No issue a reanastomosis was performed with pwrd circular, no issue. Out of caution, the surgeon decided to do a temporary stoma. Information of complaint: they were crossing bowel using a 3000 with a green reload. The stapler was able to compress properly. But when they were getting ready to fire it, it just sounded like the gears were turning. It was making a sound like it was trying to advance the knife, but it just took about 2 to 2 1/2 minutes. Once the sound stopped, they took the stapler out and he thought it looked good. The nurses did ask at that time if he wanted another stapler and he, [redacted] said no. They then proceeded to give him a second reload. And it happened again. And that¿s when I walked into the room. So when you look at the staple line, it doesn¿t look like the staples actually close together. Because of that we did open a brand new stapler with a new reload. After reviewing the staple line, he¿s not happy with it so the patient is gonna need a temporary colostomy, which is unfortunate. I have asked the nurses in the room to save the stapler and do a product concern form. The patient is on a temporary colostomy bag. Product concern: stapler misfire - item making unusual sound & firing slowly (over 3 minutes) - unspent and malformed staples still in cartridge. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.